Manufacturer narrative:
B3: date of event -estimated as the year of the social media comment as the date of the event is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was attempted to be implanted. The procedure was aborted as the closure device failed to be implanted. Approximately 3-4 hours post index procedure, the patient experienced a stroke. The patient could not move their left arm and leg, which lasted about an hour. No further information was provided.